Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient experienced a loss of stimulation related to a fall that occurred in the year prior. The consumer was able to use the patient programmer to confirm that stimulation was on. It was noted that the patient was "walking bad" such that he would take 4-5 steps and would have to stop himself or he would fall; the issue began occurring about 3 months ago. The consumer also stated that the patient saw the health care provider (hcp) 2-3 weeks ago to have the patient's medications and stimulation adjusted. Follow-up with the hcp indicated that the actions/interventions taken to attempt to resolve the difficulty walking included reprogramming the patient. It was also stated that the patient also experienced postural instability and severe bradykinesia so the patient's medications were increased on (B)(6) 2016. The patient has an appointment with the hcp on (B)(6) 2016.

Manufacturer narrative:
Upon review of the additional information received, it was determined that device codes (B)(4), and patient code (B)(4) no longer apply.

Event description:
Additional information was received from a health care provider (hcp). It was reported that there was no loss of stimulation as the patient has parkinson's disease and gait instability. It was also stated that the patient fell on the pavement/sidewalk due to uneven ground in (B)(6) 2015. The hcp mentioned that there was no effect on the deep brain stimulation (dbs) system noted during the patient visits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.